Manufacturer narrative:
Additional info was received on (B)(6) 2011 in the form of qa results. Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by the report.

Event description:
Left knee effusion [joint effusion], culture of knee fluid showed strept d [culture positive], left knee red [erythema], left knee swollen [joint swelling], left knee painful [arthralgia]. Case description: spontaneous report was received on (B)(6) 2011 from a genzyme rep on behalf of an hcp regarding a (B)(6) female pt, initials unk, who experienced knee pain, knee swelling, knee effusion, erythema and positive synovial fluid culture after starting synvisc-one. The pt's medical history is significant for previous synvisc and synvisc-one treatment. On (B)(6) 2011, the pt received an injection of synvisc-one in her left knee. Twenty-four hours following that injection, the pt experienced a left knee swelling, left knee redness, and left knee pain. On (B)(6) 2011, the pt was seen at the emergency room and the hcp drained 100cc of fluid from her left knee. The synovial fluid was sent for cultures and preliminary reports showed (B)(6). The hcp reported that the pt also underwent surgery to lavage her left knee (date not provided). The hcp assessed the relationship between the events and synvisc as definite. The product lot number was not reported. The genzyme account number was reported as (B)(4). At the time of this report, the outcome of the pt was unk.